Event description:
Incident as reported: lap chole - "surgeon placed clips on large cystic duct. After he made the cut, the clip proximal to the gall bladder began to slide down the vessel and bile began to leak out." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.